Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. It was also noted that the guidewire failed to advance into the rv lead the lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events of failure to capture and failure to insert stylet inside the lead were not confirmed. Analysis found that a complete lead was returned in one piece without the stylet measuring 58.1 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.